Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The customer successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.